Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal and distal portion of the lead was received, both measuring 47 cm, and was analyzed. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo, the overlay tubing of the lead was extrinsically breached due to melting, and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Concomitant products: 5076 implantable pacing lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high impedances and a loss of capture. The rv lead was explanted and replaced. During the replacement procedure, the atrial lead was damaged during the extraction of the rv lead, and subsequently was explanted and replaced as well. No patient complications have been reported as a result of this event.